Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that it took a long time to be discharged from the hospital after implantation, so it was powered by a power module in the hospital during that time. When the patient was scheduled to be discharged, the battery was inserted into the mobile power unit and the battery replacement lamp turned on. The battery was changed, and the lamp remained lit.